Event description:
It was reported that the patient's stimulation was turning on and off. She went to her healthcare provider and thought that her stimulation was on but it was off. She had pain at her incision site. Her healthcare provider felt that it looked okay. She has never had therapeutic effect. She met with her healthcare provider yesterday, and four new programs were programmed in her device. The patient was at home. Further information is being requested from the hcp.